Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels and an insulin injection was administered to address the bg level. The customer declined to provide further information.